Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The reported events were for lead dislodgement and inadequate capture. The reported event for inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes the device will not be returned.

Manufacturer narrative:
Additional information: b5, g3, h6.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Additional information: d9, h3, h6.

Manufacturer narrative:
Correction: h6

Event description:
It was reported the patient presented in the clinic for a device and wound check. The patient had a complaint of heaviness in their chest. Upon interrogation, it was observed the patient's right atria; lead had a high capture threshold. A x-ray revealed the lead was dislodged. The led was explanted and replaced. The patient was in stable condition.